Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided; cause was unknown. Customer gave a correction bolus via the pump to address BG level. The customer declined assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.